Manufacturer narrative:
Review of the system management (smbus) data revealed that the battery had exhibited a non-specified permanent fault and was permanently disabled by its safety monitor. Once the battery has been permanently disabled, the battery can no longer accept or hold a charge. This was further confirmed during functional testing. It could not be conclusively determined what caused the battery to become permanently faulted because the permanent fault was non-specified. Syncardia has a corrective and preventive action (CAPA) to address the inability of the user to detect when a freedom onboard battery is disabled and is currently in the process of implementing the corrective action. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom onboard battery was not supporting a patient. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom onboard battery was not in patient use. The customer, a syncardia certified hospital, reported that the freedom onboard battery was unable to hold a charge.